Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was loose. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. Unit passed self test, off no power test, unexpected restart error test, displacement test and rewind test. The stop (idle) current test and run current test were in specification. Unable to prime during prime test due to loose/protruded drive support disk. Unit received with missing end cap sticker. Unit received with minor scratches on lcd window, cracked lcd window, half broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked reservoir tube and cracked belt clip slot.